Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of cylinders identified wear at a fold in the middle of both cylinders; however, they passed the leak and pressure testing performed. The pump presented contamination inside the component that prevented functional testing from being completed. The pump did pass leak testing. Based on the information available, the reported allegations could not be confirmed; therefore, a conclusion of cause not established was chosen.

Event description:
It was reported that an inflatable penile prosthesis device malfunctioned after approximately six months of implant, there was not a good erection on one of the sides. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that an inflatable penile prosthesis device malfunctioned after approximately six months of implant, there was not a good erection on one of the sides. The device was explanted and replaced. There were no patient complications.